Event description:
A customer reported a scan error message with the adc device. The customer was unable to obtain readings and experienced symptoms of confusion, shaking, headache, and blurred vision. A paramedic provided glucose, juice, and a granola bar for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Communication was attempted between returned sensor and known good reader. Extended investigation was performed. The returned sensor was investigated and no abnormalities were observed. The complaint was replicated with a known iphone device and librelink app and the sensor communicated without any issues. The customer complaint was not observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error message with the adc device. The customer was unable to obtain readings and experienced symptoms of confusion, shaking, headache, and blurred vision. A paramedic provided glucose, juice, and a granola bar for treatment. There was no report of death or permanent injury associated with this event.